Event description:
It was reported that the patient experienced syncope and presented to the emergency room. Upon interrogation, the pulse generator exhibited a capture anomaly and a lead impedance measurement anomaly. The pulse generator was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.